Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received. There was no adverse impact to the customer's blood glucose level.